Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, however the guidewire would not advance past handle area. Additionally, it was reported that there was an unusual amount of white powdery substance on the faradrive catheter. It was further reported that the sterile seal was not damaged or compromised, and the powdery residue was reported after the event by the nurse who prepared the catheter. This was after the case and after the product had been disposed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.